Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had input the pump maximum bolus and carbohydrates settings incorrectly. Blood glucose was 306 mg/dl and currently was 79 mg/dl. Tandem technical support assisted the customer with correcting the settings.